Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported the battery is not charging. There was no patient involvement.

Manufacturer narrative:
The customer requested assistance from a remote service engineer (rse). The customer explained that the device is end of life so the rse was unable to evaluate it. The rse was unable to evaluate the device so a cause was not established. The customer was advised that parts are no longer available as the unit is at end of life. The customer was aware of the end of life terms and the device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.